Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he woke up and the insulin pump had a blank display. The blood glucose at the time of the incident was 320 mg/dl. The customer stated he did not receive any alarms or alerts prior to the blank display. He changed the battery and received a battery out limit alarm. During troubleshooting, the customer reported that the insulin pump was cracked at the battery compartment. The device was returned for analysis.

Manufacturer narrative:
The insulin passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours, no blank display or battery out limit alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No c13 isolated tape damage noted on the lcd board. Unit received without battery cap unable to confirm damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.